Event description:
Analysis of the returned device found that the ptfe coating of the subject guidewire was peeled. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the core wire distal end was observed through the distal tip dome. The guidewire ptfe coating was noted to be peeling in multiple areas to 63 cm from the proximal end. The hydrophilic coating was hydrated and there were no anomalies noted. The torque device was returned and no anomaly was noted. During functional testing, guidewire torque problem functional test was passed. The returned torque device was attached without difficulties. Guidewire distal tip poor shape retention functional test was passed. The tip was shaped as per dfu without difficulties. Complaint introducer was used. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. However, the device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use and continuous flush was set up and maintained throughout the clinical procedure. A microcatheter was used in the procedure in conjunction with the subject device and the patient¿s anatomy was moderately tortuous. There was no patient involvement and the device was not in use on the patient at the time of the event. The event has not been reported to the authorities and the customer has taken no legal action. Analysis of the returned device found there was no issue shaping the tip of the guidewire therefore an assignable cause of ¿not confirmed¿ will be assigned to the reported 'guidewire distal tip poor shape retention'. The reported 'guidewire torque problem¿ was not confirmed based on the analysis, as the device was securely attached to the guidewire and the guidewire was inserted and advanced through the demonstration microcatheter without issue. Analysis of the returned device noted a section of the ptfe coating was peeling or had peeled off in multiple sections up to 63cm from the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device. The as analyzed ¿n guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.